Event description:
As reported by the user facility: customer complaint for safety clip did not engage. Customer states, "when they removed the stylet the clip didn't engage completely, the clip was half way up the shaft". No pt injury; unknown date. No samples. MFR reference # 9610825-2013-00322.